Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide results. The ccc remotely aligned server 2 probes, performed sodium hydroxide clean on reagent and primed server 2 probes. The customer ran quality control (qc) and precision, which were acceptable. The customer ran precision testing and the results were acceptable. The cause of the discordant carbon dioxide results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low, carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 results.